Event description:
It was reported that during an unknown procedure, the device stapled but would not cut. After using the first cartridge without an issue, it was impossible to reload the stapler as the blade didn't fully return. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the reload was loaded without any difficulties noted and additionally no cartridge was returned for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.